Manufacturer narrative:
(B)(4) b3: unknown; captured as awareness date date sent 10/8/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot-assisted distal gastrectomy fusion, scissoring and malformation occurred during the procedure. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 11/3/2025 d4 batch #z7003g corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, the package opened was returned along with the instrument. The device was tested for functionality. In an attempt to replicate the reported incident the device was functionally evaluated. Upon the analysis, the device was cycled, and it fed, retained and formed the remaining four (4) clip as intended. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch z7003g number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2025. Additional event information: ·could you please tell us the area where the device was used? =>blood vessel. ·how was the device removed from the tissue? (E.g., manually opened the handle.) =>the tip was not closed and did not apply the tissue, and it fell off. ·were there any bleeding, leaks, or tissue damage in this event? If bleeding or tissue damage was observed, could you please tell us how to treat it? =>no, there were not. ·are there any problems with the patient's condition after the surgery? =>no, there are not.